Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus and basal. Troubleshooting was performed. The customer stated that the insulin pump may have been exposed to strong magnetic force while traveling the customer went through the fully body scanner. Ran a displacement test and the insulin pump failed the test. Advised customer to revert to a back up plan until the insulin pump arrives. No further info was provided.